Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 10 seconds, the distal part of the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 10 seconds, the distal part of the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad).